Manufacturer narrative:
Correction: h6 device code, clinical code, health impact code. This device is concomitant and did not contribute to the reported event. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and it appeared the implant is loose. The patient may require a revision surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and it appeared the implant is loose. The patient may require a revision surgery.